Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, injury, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients attorney that as a result of having the product implanted, the patient has experienced pain, injury, disability and impairment. Product was used for therapeutic treatment. Concomitant therapy: uretex to2 urethral support system w/ hook needle; product # 485054, lot # sgh00084 avaulta anterior biosynthetic support system; product # 486010, lot # zge00358 the indication for implantation of transvaginal mesh in this patient was: pelvic organ prolapse with 3rd degree cystocele, rectocele, uterine prolapse and stress urinary incontinence. Underwent total vaginal hysterectomy, bilateral salpingooophorectomy, anterior and posterior avaulta, transobturator suburethral sling using uretex to2, avaulta anterior and posterior biosynthetic support system for pelvic organ prolapse with 3rd degree cystocele, rectocele, uterine prolapse, stress urinary incontinence under general anesthesia. Complications post implant: low back pain, pelvic pain with urinary tract infection, left labial cellulitis, minor urge incontinence, vaginal lesions, monilial vaginosis, small amount of mesh erosion. Mesh revision surgery details: (B)(6) 2012: underwent excision of vaginal mesh for vaginal mesh erosion under general anesthesia.